Event description:
During a ptca/atherectomy treatment procedure, the bio ranger balloon ruptured at 4 atms when tested outside of the body. The lesion being treated was a calcified, 90% stenotic lesion in the lad coronary artery. The lesion had been treated with a rotablator 1.75 mm device. The bio ranger balloon was removed and replaced with another bio ranger balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.